Event description:
In 2008, the physician did vp shunt implantation for the patient. After implantation, the physician discovered that the catheter couldn't flow normally for unknown reason.

Manufacturer narrative:
Device has not been returned to MFR.